Event description:
It was reported that the prospective patient read something about a product with a battery leaking into patients¿ bodies. She was not able to provide any additional information. It was thus unclear if it was even a related product.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).